Event description:
It was reported that cartridge alarm 20 occurred and continued to recur even after attempts to load a new cartridge using proper technique, preventing resumption of insulin therapy. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping information, instructed customer to place pump in storage mode and return it with a pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.